Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent deformation and myocardial infarction occurred. In (B)(6) 2013, the patient presented with stable angina (ccs class I) as well as silent ischemia (indicated prior to procedure by abnormal fractional flow reserve (ffr) and abnormal stress test/imaging stress test), and the patient was referred for cardiac catheterization. The 70% stenosed, 8.0 x 3.0mm target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent. Following post-dilatation, residual stenosis was 0%. Post deployment, a side branch intervention using an unspecified balloon caused 'deformation of stent compatible with the description of an offset'. There was no intervention to treat the stent deformation. The next day, the patient recovered and was discharged on aspirin and clopidogrel.